Event description:
Additional information was received indicating that the impella device was explanted. The patient is stable.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced saturated flow with high purge pressure. Tissue plasminogen activator was used to resolve the issue. Impella support continues.

Manufacturer narrative:
The investigation was completed and no product was returned. No logs available. False alarm/saturated flows/high purge pressure: the cause of the failure events was unable to determined since no data logs or product was returned for review. Device history review completed and passed all post sterile inspection checks.

Manufacturer narrative:
H6: added code a160105 based on information in the complaint file.